Event description:
A health professional reported following an intraocular lens implant procedure, the patient experienced residual refractive error due to lens has shifted to 5 degrees instead of 174 degrees. Patient feels discomfort when touches her eye at noon and even when she does not touch the eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the patient was doing well. Her issue was dry eyes. They did not need to rotate the lens and the intraocular pressure was good with the hydrus.

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).